Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient reported experiencing elevated blood glucose levels in the morning for a couple of weeks; exact readings were not provided. Patient stated his diabetologist checked the basal rate and that it is correct. Patient reported he did not find any concern with the catheter and has tried changing the infusion site; concern persists. Patient alleges the pump hasn't delivered the insulin. No adverse event reported. Requested return of the alleged pump for evaluation.